Manufacturer narrative:
The customer¿s report that the device infused at the incorrect rate was not confirmed. The pcu event log shows that at 9:05 pm on (B)(6) 2016 the device was programmed for a primary infusion of 0.9% normal saline at 100ml/hr, with a secondary infusion of vancomycin non-weight based dosing programmed for 1250mg/250ml at 125ml/hr. The secondary infusion continued until 9:27 pm when the device was channeled off. The volume recorded as being infused during this period for the secondary infusion was 31.217ml. Functional testing found the pump module to be delivering fluid within specification. The primary and secondary sets were not received for investigation and could not be checked for possible backflow. The root cause of the report of the device infusing at the incorrect rate was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient receiving vancomycin 1250mg/250ml intended to infuse at125ml/hr complained of arm burning 13 minutes into the infusion. The nurse noted that the pump displayed a volume infused of 28.2ml, but a visual inspection of the bag indicated approximately 100ml had infused and the fluid was observed to be dripping very quickly. The pump was turned off and disconnected from the patient. The team leader and the pa reviewed the settings which were correct, and when they restarted the pump while disconnected from the patient, the programmed amount was infusing but the drip rate appeared to be more than expected for the programmed rate. The patient's line was flushed and benadryl 25 mg was given IV for redness at the IV site. The vancomycin infusion was completed with a new pump and tubing without incident and there was no lasting harm reported.